Manufacturer narrative:
Evaluation codes: updated. Email is: (B)(6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other text: d4: UDI section, catalog number, lot number, expiration date, h4: manufacture date, and g5:510k are unknown. No product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a tracheotomy tube size printed on the right hand flange of the tube, had worn off during use over a period of 10 months. The device was cleaned regularly during this time. Product part number and lot number was not available, no patient harm, no medical intervention and the outcome of the event was resolved.